Manufacturer narrative:
(B)(4). Was inadvertantly omitted on the previous medical device report.

Event description:
A facility contacted baxter (B)(4) to report that the access set "tubing was collapsed making unable to prime(to use the set)." It was reported that the malfunction occurred during priming. There was no patient involved, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation and the condition was confirmed. It was observed that the tubing of the set had been sealed during manufacturing. The machine that seals the packaging had reached the tubing and sealed the set's tubing. Since this is a single use device, no repairs will be performed and the sample will be discarded. Additional information: this is a product not distributed in the us and does not have a 510(k) number. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. This issue is being investigated through CAPA.